Manufacturer narrative:
Device unique identifier (UDI) device was manufactured prior to the UDI labeling implementation. The primary console is not a single use device. Approximate age of the device is 9 years and 6 months (calculated from the ship date of the primary console). The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was placed on biventricular extracorporeal circulatory support on (B)(6)2016. On (B)(6) 2016, the patient was reportedly ambulating in the ICU with the consoles connected to battery power. After a short period of time, the console connected to the circuit supporting the left ventricle alarmed with low battery and then stopped. Speed and flow values dropped to zero and circuit would not restart. The circuit was clamped and the console, motor, and flow probe were changed to the backup system. Support was resumed without any further problems. The patient reportedly was not symptomatic and did not experience any adverse effects due to the primary console stopping.

Manufacturer narrative:
Device evaluation: the report of a low battery alarm was confirmed. The battery installed in the returned primary console was checked and found due for replacement. Once a new battery was installed, the returned primary console passed a full functional checkout. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.